Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, a patient underwent a left knee attune arthroplasty. The patella was resurfaced, and cement manufacturer was depuy. There were no complications noted. On (B)(6) 2019, a patient underwent a left knee revision after presenting with knee pain and decreased rom. No obvious signs of loosening via x-ray, and CT scan did indicate some increased update around the tibial component. The revision operative note didn¿t confirm or indicate any loosening of the tibial tray. The revision operative note for her right knee did indicate the revision of the patient's left knee was indeed for tibial component loosening. Loosening interface is believed to be at the cement to implant as the cement mantle was intact. The patellar, and femoral component were left implanted with no deficiencies noted. Attune revision implants were placed on the tibial side. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.